Event description:
4/20 acclaim pump infused tpn/lipids 2300cc over 20 hrs. Pump changed per pharmacy dme provider. 4/21 acclaim pump infused 2300cc bag hung at 3:00pm and 2050cc had infused over less than 6 hrs. Blood sugar was 55, requested pump removal to pharmacy dme.